Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology; however, a definitive cause for the reported gripper actuation issue in this incident could not be determined. It is possible that the clip delivery system experienced compressive forces on the gripper lumens while in the anatomy, resulting in the grippers not being able to lower; however, based on the information reviewed and without the device to analyze a cause for the reported gripper actuation issue cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system (61221u103) referenced is filed under a separate medwatch report number.

Event description:
This report is filed for the gripper actuation issue on the second cds 61128u148. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3 with degenerated, thin leaflets, chordal rupture, and dilated annulus. One clip was implanted centrally, reducing the mr to 2-3. The second clip delivery system (cds 61128u148) was advanced to treat the lateral jet. Several leaflet grasping attempts were performed, and at this point, the grippers could no longer be lowered. Several attempts were made to raise and lower the grippers, without success. The cds was removed and replaced. The third cds (61221u103) was advanced to the mitral valve and after several unsuccessful leaflet grasps, the mr increased to massive 4+. It was then noted that the posterior leaflet was damaged. A clinically significant delay in procedure was noted. No further clips were attempted, and the procedure was discontinued. The intubated patient was sent to the intensive care unit. The patient denied surgical intervention and died the next day. It was suspected that the cause of death was acute multiple organ failure caused by heart failure. In the physician's opinion, the multiple leaflet grasps caused leaflet damage; however, the mitraclip system worked as expected. No additional information was provided.